Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received for evaluation. Evaluation status: 1 event was confirmed during testing: the device was found to be affected by overheating and paint chips. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had paint chips missing and reportedly overheated; 1 event had no patient involvement; no patient impact.